Event description:
It is reported that the system shut down while in use. The fe confirmed the system was not booting up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, fuses, power signal interface board, generator interface board, and the interconnect cable were replaced during the service call. The system was tested, found to be working as intended and returned to service.